Event description:
It was reported that a revision surgery was performed due to limited mobility.

Manufacturer narrative:
The affected device was returned and evaluated. A dimensional inspection was attempted however several of the device's attributes were deformed during the insertion attempt and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. Upon visual examination, the articulating surface of the femoral component showed signs of metal transfer which was likely caused by contact with the tibial base during removal. The articulating and non-articulating surfaces of the insert have signs of wear. The fixation surface of the tibial baseplate has signs of bone cement attachment indicating that the baseplate was likely well fixed to the host bone.